Manufacturer narrative:
Concomitant medical products: product ID: 9735339, serial/lot : unknown. Product ID: 9733438r, serial/lot : unknown. Product ID: 9733575, serial/lot : unknown. Patient information will not be provided due to (B)(6) confidentiality laws. Facility name- (B)(6) hospital (B)(6) medical center physician's name cannot be provided to (B)(6) privacy regulations. A system checkout was performed. Pending translation of document. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used during a tumorectomy. It was reported that the camera could not be recognized when registration was performed. The indicator indicated orange, and the system was rebooted repeatedly, but the issue was not resolved. Navigation was aborted to complete the procedure. There was no patient harm and the procedure was not delayed.

Manufacturer narrative:
D11: product ID:9735339 lot #: p715176; product ID:9733438 lot #: t304384; product ID: 9733575 lot #:161007; h3, h6: a medtronic representative went to the site to perform a system checkout. The system passed checkout and no issues were found. Fdm 10, fdr 213, fdc 67 are applicable to the system checkout medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
D10/d11: psu 9733437 polaris spectra, lot p715176 h3/h6: the polaris spectra positioning sensor unit (psu) was returned to the manufacturer for analysis. The reported issue was confirmed as there was an electrical failure with the component. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The polaris spectra system control unit (scu) was returned to the manufacturer for analysis. Analysis found that the reported issue could not be confirmed with the returned scu. A check of the event logs listed intermittent communication issues with the psu. This issue was caused by the psu not the scu. The cable was returned to the manufacturer for analysis. Analysis found that the returned cable was in good condition and passed continuity testing. No failure was found. (B)(4) are associated with the returned scu and cable. If information is provided in the future, a supplemental report will be issued.